Manufacturer narrative:
(B)(4).

Event description:
During an urgent pci procedure, the 6f engage introducer was found kinked. There was no resistance noted using the device but after one hour a hematoma was noted and the device was replaced a non-sjm device. The vascular surgeon was called to perform a necessary intervention to resolve this issue.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath tubing had been kinked and had also been stretched and perforated at the same location. Functional testing revealed that a 6f dilator from current sjm inventory was able to be inserted and advanced through the sheath distal tip without difficulty. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath tubing kink and the sheath tubing perforation is consistent with forcible contact during use. The engage introducer instructions for use (IFU) states insertion into the artery may cause excessive bleeding, vasospasm, vessel trauma, and/or other complications. The engage introducer IFU states the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer IFU states that the individual patient anatomy and physician technique may require procedural variations.

Manufacturer narrative:
Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. The correct MFR number is 3005334138.